Event description:
It was reported that a closure of an unknown vessel was attempted using a perclose device after an unspecified procedure. Reportedly, the "patient had a revision of the left groin during the procedure after failure of the perclose vascular closure device. There was no serious adverse event to the patient." The method of achieving hemostasis was not specified. It is unknown if the physician is trained in the use of the perclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device wis reportedly not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported experience could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.